Event description:
It was reported the patient had never had therapeutic effect. They also experienced an overstimulation sensation in their toe. While on the call, the patient confirmed that stimulation was off. They felt stimulation after turning the stimulator on. The patient had increased to 1.2 v, but decreased to 1.1 v the day of the call. Increasing to 1.3 v resulted in their left big toe vibrating. Decreasing to 1.2 v resolved the issue. It was reported the patient received assistance from their manufacturer representative and their concerns were resolved. An appointment date of (B)(6) 2015 was noted. It was reported the patient had a loss of therapeutic effect. The patient had been increasing stimulation 0.2 v every three days and wanted to know if they should continue to increase or change programs. Stimulation would be effective for a little bit and would then not work. The patient only experienced twenty-five percent symptom relief. They would rush to the bathroom during the day. Symptoms were worse at night. The patient did not normally feel stimulation at night. The patient did feel stimulation vaginally, but increasing stimulation caused toe and leg stimulation. Stimulation usually went down the right leg, but most currently went down the left leg. The leg and toe stimulation would decrease over time. While on the call, the patient commented that the device was ¿up very high.¿ the patient was concerned that their spinal cord stimulator and interstim devices were conflicting with each other. The spinal cord stimulator was on the left while the interstim was on the right. They were six inches apart. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was still having loss of effect concerns and had tried reprogramming. The patient reportedly felt stimulation a little bit.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0smz5, implanted: (B)(6) 2015, product type lead. (B)(4).